Event description:
The user reported that the pressure infusion bag is losing pressure. No harm or injury to the patient was reported.

Manufacturer narrative:
Device evaluation: one used device was returned for evaluation. The bag was pressure tested and failed the pressure test. The failure was attributed to the bond between the tubing and the bag. The complaint is confirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and one similar complaint for this lot number was found. A supplier corrective action has been requested from the manufacturer.